Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity), a non-penumbra sheath, stent, and guidewire. During the procedure, the physician advanced the velocity over the guidewire and through the sheath to the target location. Then, while advancing the stent through the velocity, the physician experienced resistance and subsequently the stent would not advance further. Therefore, the stent was removed. Next, the physician attempted to advance a new stent through the velocity; however, the same issue occurred. Therefore, the second stent was also removed. Afterwards, the physician decided to remove the velocity for inspection. Upon retraction of the velocity, the physician noticed that the velocity was broken at the mid to distal end. It was reported that the broken velocity was within the sheath and was removed without any issue. The procedure was completed using a new velocity. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra sales representative on 11/14/2022: section b. Box 5. Describe event or problem. H3 other text: placeholder.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity), a non-penumbra sheath, stent, and guidewire. During the procedure, the physician advanced the velocity over the guidewire and through the sheath to the target location. Then, while advancing the stent through the velocity, the physician experienced resistance and subsequently the stent would not advance further. Therefore, the stent was removed. Next, the physician attempted to advance a new stent through the velocity; however, the same issue occurred. Therefore, the second stent was also removed. Afterwards, the physician decided to remove the velocity for inspection. Upon retraction of the velocity, the physician noticed that the velocity was broken at the mid to distal end. It was reported that the broken velocity was within the sheath and was removed without any issue. No additional information regarding the completion of the procedure was provided. There was no report of an adverse effect to the patient.